Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0097 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the patient has felt pain in the evening, and a feeling of heaviness at night in the right upper arm." Suspicion of venous thrombosis. Start date: (B)(6) 2020; end date: (B)(6) 2020.